Event description:
The customer reported a leak at the probe of the coulter ac*t diff analyzer on startup. The customer indicated that the volume of the leak was 10 ml and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and was able to reproduce the leak. The fse replaced pinch valves lv8, lv7, and lv, and the probe waste block but the leak persisted. The fse then replaced the dual diluent filters on the right hand door to resolve the leak. Failure mode is attributed to partially obstructed dual diluent filters which caused back pressures and allowed the probe to drip after each aspiration. (B)(4).